Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. One sample was received for investigation. A visual examination of the returned sample was completed by quality and engineering management. The sample exhibited damage indicative of an implosion event where portions of the lid and bottom of the canister were fractured. The returned sample was measured by our laboratory personnel. High and low side wall and bottom wall thickness measurements were completed for the canister and found acceptable according to our quality specifications. Thickness measurement of the lid was completed and found acceptable according to our quality specifications. No lot number was provided by the customer; therefore, an investigation of the manufacturing device history record could not be performed. The lid date code was 10-15 (october 2015) which represents the date of manufacture of the lid. It would be expected that the assembly and pack out of the finished device would also be within this general period. No non-conformances were reported for catalog number 65651-230 during this time period. The most likely root cause is deemed to be either adverse shipping conditions or the canister being subjected to prolonged vacuum prior to use. Per the directions for use included with the product, it is not recommended to subject the canister to vacuum when not in use.

Event description:
As they attached the canister to suction, the canister exploded. Pieces of the canister went flying through the room.